Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned for analysis. Visual inspection of the lead found full breach insulation degradation located distal to the connector boot and an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead consistent with friction to the device can. In one location one of the filars was abraded and separated. The cause of the reported event was isolated to the exposure of the coil in either location. All other damages found are consistent with procedural damage. Electrical testing did not find any indication of conductor fractures although an internal short was noted due to procedural damage.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned for analysis. Visual inspection of the lead found full breach insulation degradation located distal to the connector boot and an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead consistent with friction to the device can. In one location one of the filars was abraded and separated. The cause of the reported event was isolated to the exposure of the coil in either location. All other damages found are consistent with procedural damage. Electrical testing did not find any indication of conductor fractures although an internal short was noted due to procedural damage.

Event description:
It was reported that the right atrial lead exhibited oversensing noise. The lead was explanted and replaced. There were no patient consequences.